Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 the bd® allergy syringe with permanently attached needle had scale marking issues, print was light and misaligned. Report 1 of 3. The following was provided by the initial reporter: verbatim: misprint on the syringe. We've had at least 5 with printing errors. Do you mean by scale marking issue for the ¿misprint on the syringe? Yes- some have extra ink on the base, some are blurry, one was skewed. Was issue being described noted before, or during used? Misprint before. Was there any patient involvement? Yes. What was the patient outcome? No remarkable outcome was there any delay of, or change in, the course of treatment. Due to this event? No.